Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair evaluation was able to confirm/reproduce the customer reported problem, image is blacked out/power is off due to circuit board failure. Other defects found during repair evaluation are scratches on the monitor screen, and the face frame is cracked. Additional information was requested from the customer regarding the details of the reported event is pending. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (omsc) was informed via repair request that the customer high-definition liquid crystal display monitor has a no image malfunction, blackout. The customer reported problem was found during an unspecified event. No death, injury or harm was reported to olympus.

Event description:
Additional information received from the customer which confirmed the image malfunction occurred during the inspection prior to use. The procedure was completed with an applicable device. There was no patient harm or consequence reported as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d5. Please see updates to b5, h6, h8, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the image malfunction was due to a faulty printed circuit board (g1 board). The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.